Event description:
It was reported the patient has lost over 160 pounds and now the ipg is poking out. The patient experiences pain and a burning sensation at the ipg site, regardless of stimulation. The patient was sent for x-rays and a surgical consult. The patient reported she can feel her lead at times, but it does not cause any pain or discomfort. Note the patient has not charged the ipg for about three months as she lost her charger.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.